Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a cough and sputum when walking. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation auto CPAP device was returned to a third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The device passed final testing and was corrected. Sections g1, h2, h3, and h6 have been updated in this report.